Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-04. H6: investigation summary: one oe0420r sample from lot 202036 was received without packaging for investigation. A visual inspection confirmed the customer¿s experience as a small crack was identified at the joint of the smartsite to the vial access device (vad); the connection between the two components was found to be secure and did not disconnect under manual manipulation. Functional testing was performed with a retained bd 50ml syringe and no leakage was observed at the site of the crack. The details of this feedback were forwarded to the legal manufacturer, yukon medical llc, for investigation. Analysis of the manufacturing process did not identify a definitive root cause for the observed crack; however it is possible that similar damage can occur on start-up of the assembly machinery. Typically these products are segregated and disposed of, however in this instance it appears that the product continued on to subsequent assembly steps due to due to human error. A review of the production records for lot 202036 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h10.

Event description:
It was reported that OEM ss 20mm vented vial access device was damaged. The following information was provided by the initial reporter: we have another complaint which is the same/similar to the defect in 201001_ppr list. This is also the same product as the ¿cracked filter¿ filed in 201101_ppr for p /n oe0420r . The issues all seem to be supplier related and we need to determine the issues, because we are currently (1) manufacturing, (2) trying to fulfill the backorder. We currently have 3,000 pcs in stock, lot 202028 which is the same lot terumo has a complaint against. I need to determine if we need to pull this stock back and rtv. But I need confirmation this lot is in fact ¿defective¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that OEM ss 20mm vented vial access device was damaged. The following information was provided by the initial reporter: we have another complaint which is the same/similar to the defect in 201001_ppr list. This is also the same product as the ¿cracked filter¿ filed in 201101_ppr for p /n oe0420r . The issues all seem to be supplier related and we need to determine the issues, because we are currently (1) manufacturing, (2) trying to fulfill the backorder. We currently have 3,000 pcs in stock, lot 202028 which is the same lot terumo has a complaint against. I need to determine if we need to pull this stock back and rtv. But I need confirmation this lot is in fact ¿defective¿.